Event description:
It was reported that the patient presented for a generator change procedure. After the replacement procedure, it was observed the new pacemaker was unable to pace and sense appropriately. Additionally, the patient had a 6-second of systole, but patient remained stable. It was noted that incorrect settings by the user contributed to these abnormalities. Programming changes were made to resolve the issue, and the patient was in stable condition.